Event description:
Per the clinic, the patient experienced an extrusion of the implant subsequent to sustaining a head trauma (specific date not reported). The patient subsequently underwent revision surgery under general anesthesia on (B)(6) 2022 in order to reposition the implant. It was also reported that there is an infection at the implant site and the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.